Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the date of event will be used as (B)(6) 2016: the date of the aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 70mm. From april 12, 2016 to may 22, 2019 the follow up scans determined that the maximum diameter of the aortic aneurysm/lesion increased in size from 73mm to 74mm. Reportedly, on (B)(6) 2020, it was determined that the aneurysm enlarged due to the type ii endoleak originated from the inferior mesenteric artery (ima) and the patient underwent a hybrid coiling embolization procedure. According to the physician, the event was not related with a device or procedure. No further adverse events have been reported.

Manufacturer narrative:
Method code 2.